Manufacturer narrative:
As reported in the move registry, a patient experienced a major bleed with prolongation of hospitalization at initial ambulation attempt after use of three 6-12f mynx control venous (mcv) vascular closure device (vcd). The patient also indicated bruising the first few days after discharge. The procedure was a pulse field ablation (pfa) for atrial fibrillation via right leg access, with three access sites. Ultrasound guidance was used to obtain 7f, 8f, and 10f sheath access, with no upsizing or downsizing. Distance between access sites was approximately 6mm, with time to hemostasis being eleven minutes. The devices were deployed and removed by the physician. All three devices were successfully deployed. Intraprocedural protamine 70mg was administered. The time to ambulation was not recorded. The patient's blood pressure was elevated while in recovery. The patient was discharged twenty-two hours post procedure. The devices were not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Ecchymosis, or bruising, is a skin discoloration resulting from bleeding underneath the skin. This bleeding is typically light and results from the punctured vein wall allowing blood to pool under the skin. This condition is also a well-known potential adverse event following the use of a vcd after an invasive procedure. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the major bleed and ecchymosis experienced. However, patient/procedural factors are possible, especially since hemostasis was reportedly achieved eleven minutes after deployment of the sealants. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, during device removal, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ according to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported events are related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported in the move registry, a patient experienced a major bleed with prolongation of hospitalization at initial ambulation attempt after use of a 6-12f mynx control venous (mcv) vascular closure device (vcd). The patient also indicated bruising the first few days after discharge. The procedure was a pulse field ablation for atrial fibrillation via right leg access, with three access sites. Ultrasound guidance was used to obtain 7f, 8f, and 10f sheath access, with no upsizing or downsizing. Distance between access sites was approximately 6mm, with time to hemostasis being eleven minutes. The devices were deployed and removed by the physician. All three devices were successfully deployed. Intraprocedural protamine 70mg was administered. The time to ambulation was not recorded. The patient's blood pressure was elevated while in recovery. The patient was discharged twenty-two hours post procedure. The device will not be returned for evaluation.